Event description:
The advocate called for help with the customer's contour system. She performed control tests during the call and received 2 results of 511 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.